Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for 12 colony forming unit (cfu) of acinetobacter calcoaceticus, tested positive for one (1) colony forming unit (cfu) of pseudomonas oryzihabitans, and tested positive for 13 colony forming unit (cfu) of unspecified micro-organisms. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer used anios clean excel detergent, to suctions water out of the channels and flushes out the air/water channel, and auxiliary washing channel. There was no manual cleaning or manual disinfection of the scope performed. The scope was stored horizontally placed in a cantel drying cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the evis exera iii colonovideoscope tested positive for a total of 13 colony forming units (cfus) of bacteria: 12 cfus of acinetobacter calcoaceticus, and 1 cfu of pseudomonas oryzihabitans.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party testing, device evaluation, and legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the bending section cover rubber glue was separated. Also, the specified angle and orientation achieved up/down/right/left failed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the third-party testing conducted by olympus did not detect the same micro-organisms from the third-party testing reported by the customer. Olympus¿s third-party testing results were as follows: 1 cfu of coagulase-negative staphylococci. Sampling was obtained from all channels. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes corrections made to b5 and d4 from the initial medwatch. Also, information added to d9, h3 and h4. In addition, the unique identifier (UDI number - d4) was inadvertently submitted on the initial medwatch. There is no UDI for the subject device reported in this complaint, as the device is not registered/sold in the USA. Olympus will continue to monitor field performance for this device.